Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
As it was reported by the (B)(4) study via email: the pt was randomized to the study on (B)(6)2002, receiving two overlapping smart sirolimus stents in the right superficial femoral artery (sfa). The pt is a (B)(6) male with a medical history consisting of nicotine habit, hyperlipidemia, diabetes, family history of atherosclerosis, documented coronary vascular disease and documented peripheral vascular disease of the common iliac artery and femoral artery. On (B)(6)2004, indicated that during a follow-up visit, a planned x-ray revealed stent fracture. The fracture was 35 mm proximal to the stent overlap. No additional info is known.